Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker gas gauge indicated less than six months. A boston scientific technical services (ts) verified that the magnet rate was 90 since (B)(6). The ts explained that the magnet rate goes 90 prior to elective replacement time (ert). The devices needed to be analyzed by the engineers to be able to have an accurate battery status. Attempts to obtain ai but unsuccessful. This pacemaker remains in service. No adverse patient effects were reported.